Event description:
It was reported that the bd alaris¿ smartsite¿ extension set experienced leakage. The following information was provided by the initial reporter: customer states cat# 20043# lot # 22105095 had a leakage issue at the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 20-jun-2023. H6: investigation summary: 2 samples were received and tested by our quality team. The sets were thoroughly tested for leakage and there were no issues noticed. A leak was attempted to be forced infusing saline with a syringe under high pressure and no issue was found. The complaint of leakage could not be verified and the root cause could not be confirmed. The manufacturer was informed of this issue. A device history record review for model 20043e lot number 22105095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set experienced leakage. The following information was provided by the initial reporter: customer states cat# 20043# lot # 22105095 had a leakage issue at the hub.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.